Event description:
A falsely elevated troponin I result of 0.57 ng/ml was obtained on patient 1 and a result of 3.19 ng/ml was obtained on patient 2. The result of patient 1 was reported to the physician. The result of patient 2 was not reported to the physician. The samples were retested and a result of <0.04 ng/ml was obtained on patient 1 and a result of 0.18 ng/ml was obtained patient 2. Patient 1 received a bolus of heparin. Patient treatment was not prescribed or altered on patient 2. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for falsely elevated troponin results was reagent r1 probe misalignment.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r1 probe misalignment. The customer aligned the probe. The instrument is performing within specifications.